Manufacturer narrative:
Citation: taiki, k., ryosuke, c., teruaki s., yua o., kaumi, t., takashi, h., yasue, k., tetsuji, m., takahiro, y. (2024). Treatment outcomes of transurethral water vapor treatment for prostatic hyperplasia with lower urinary tract symptoms. The japanese urological association, journal of daily urology, 115, 116 to 123.

Event description:
It was reported to boston scientific via an article published in the journal of the japan urological association that a prospective study was conducted in order to presents a prospective trial of water vapor energy therapy (wave) in which rezum devices were used. The study took place between november 2022 and december 2023 with 16 patients all administered by one surgeon at the nagoya city university eastern medical center, nagoya city university school of medicine. Patients were observed at 1 week, 1, 3, 6, and 12 months postoperatively. Postoperative adverse events are as follow: urinary tract infection, urinary retention, hematuria, urinary urgency, urinary tract obstruction, bladder prolapse, hemorrhage, urethral stricture transfusion, ejaculatory injury, erectile dysfunction, prostatic edema. Antiplatelet drugs were used in one case. Three patients who had symptoms of bladder prolapse, had out of appointment and emergency care. Two patients underwent transurethral resection of the prostate and urethral bifurcation at 4 and 7 months postoperatively. There were four cases of cystitis and urinary retention within 1 month after surgery, and 2 cases of cystitis symptoms at 3 and 12 months after surgery. All the patients were seen at the outpatient clinic and their symptoms improved quickly after taking antibiotics. No further patient complications were reported.